Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that according to him the product has got technical issue, product has got leakage. The complaint device was received and evaluated. Visual inspection confirms just a section of 35 cm approx. From the tubing was received broken. The complaint can be confirmed. The functional test was not performed due to damages in the in the tubing and because it is not complete. The complaint can be confirmed. The possible root cause for the reported failure can be attributed when it was not seated correctly on the rollers of the pump and the clamp is pressed down. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [5304] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field device history lot =a manufacturing record evaluation was performed for the finished device [5304] number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [5304] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via email that the physician reported that according to him the product has got technical issue, product has got leakage. No patient involved. The device is available to be returned for evaluation. Additional information provided by the affiliate reported this event occurred pre-operatively.